Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that connector of the infusion set was easily removed than it was before on (B)(6) 2025, which resulted in elevated blood glucose (600 mg/dl). No further information was available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00693), was submitted on 14-apr-2025. Upon completion of the investigation, the manufacturing date was updated as 08-jun-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007094, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6007094 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 08-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.